Event description:
On (B)(6) 2013, patient reported the up/down button on the infusion device is not functioning. Patient stated he noticed the concern when trying to bolus. Patient reported the buttons pop back out. Patient stated he noticed the buttons were not working about 2 months ago. Patient reported he did not receive the recall letter. Patient stated the button initially would work intermittently if it was pressed hard but now it will not function at all. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Patient was not asked for this information.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the down and the up buttons do not operate. The connections of the up/down flex print are interrupted.